Event description:
It was reported that during a small bowel colon resection procedure, there was a large mass on the small bowel and the surgeon did 2 hours of dissection with multiple enterotomies. There was also a large tear in the sigmoid. The patient required three bowel resections; all were performed with side by side anastomosis. All of enterotomies were closed with silk sutures. The surgeon did a pressure test and found no leaks, he inspected the bowel and found a small serosal tear and closed with 30 silk sutures. The patient lost 300 cc of blood but was given no units of replacement. The patient was then sent to ICU and was not able to come off of the ventilator several days later. The patient expired due to not being able to recover from the procedure. The nurse indicated the patient had an excessive accumulation of serous fluid in tissue. There were 6 trt75 and 6 tcr75 reloads used in the procedure. Dictation notes from the surgeon were kept. Follow up with the contact was made regarding the event, but she indicated she was busy and asked that we follow up with the sales rep. Ees spoke to the sales rep: the event includes the dictation notes. The patient went to the ICU on the vent and never came off. The patient was on the vent due to age. Unknown cause of death and unknown if autopsy was completed, but rep will check. Surgeon is not pointing finger. Patient's pre-op diagnosis was a bowel obstruction. Two attempts have been made by ees risk manager requesting the opportunity to speak with the surgeon.

Manufacturer narrative:
Information is unavailable; device was not returned for evaluation. Device not returned. As a lot number was not received, a device history review could not be performed.

Event description:
It was reported that during a right hemi colectomy procedure, as soon as the surgeon placed her hand into the device, the seal tore. Another device was used to complete the case with no pt consequences.

Manufacturer narrative:
(B)(4). Ees consultant surgeon had previously spoken with operating surgeon. Operating surgeon explicitly stated that the instrument functioned as he would have expected without problem. He admitted that the patient was elderly and ill and that perhaps the quality of tissue may have been as much a cause of 'staple line failure' as potential staple malfunction. Numerous attempts were made to find out if an autopsy was completed and no response was received.